Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 62mm; cat# 502-03-62g ; lot# mldt2t, 6.5 cancellous bone screw 45mm; cat# 2030-6545-1; lot# mnm6w3, 6.5 cancellous bone screw 45mm; cat# 2030-6545-1; lot# mnm6w3, mod con dist stem 18 x 155 mm; cat# 2030-6540-1; lot# caxr80ld, 25mm mod rev hip bdy/blt +10mmcomponent level 9006-1-125; cat# 6276-1-125; lot#46729602, v40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# 501wow. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Left hip implant was removed due to chronic infection.